Manufacturer narrative:
(B)(4). MDR 9610877-2016-00087 is being submitted for the additional patient involved in this event. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating the initial reporter from the facility received notification from their lab that "3 patient cultures (washings) had come back positive for mycobacterium immunogenicum contamination". Pentax medical made a good faith effort to the facility to confirm details of the event. Additional information was received from the facility on 05/06/2016 stating 2 patient cultures (washings) tested positive for mycobacterium immunogenicum after undergoing a procedure with pentax video bronchoscope model eb-1970k /serial (B)(4). The third patient culture did not test positive for mycobacterium immunogenicum and is associated with a different scope. The patient identified in this report did not report any symptoms of illness. No treatment was provided and the patient has since been discharged. In addition, the patient was not recalled for further screening. The facility also stated the bronchoscope is not routinely cultured, reprocessing methods as described in the instructions for use are followed and there is no delay in reprocessing the bronchoscope post procedures. The facility is undergoing an investigation to determine root cause. Pentax medical made a good faith effort to the facility confirm if any culturing had been performed on the bronchoscope. Additional information was received from the facility on 05/16/2016 stating the bronchoscope was tested with a saline wash on (B)(6) 2016 and had no growth for 22 days. Additionally, the suction port, biopsy channel and suction channel were cultured on (B)(6) 2016 and had no growth for 16 days. During initiation of the device for return, pentax customer service was not able to locate the device in our internal enterprise resource planning (erp) system. Pentax medical confirmed on 05/03/2016 that the device was purchased from a third party vendor in (B)(6) 2015 and has not been serviced by pentax medical since that time. A review of the service history for this device indicates the last time the device was serviced by pentax medical was 06/2011. The device involved in the event was returned to pentax for evaluation. The pentax medical service inspectional findings included the following: -resistance in the primary operation channel, -both dry/wet leak tests failed, -umbilical cable buckle at umbilical connector side, -distal body chip at channel opening at thinnest part, -insertion tube bump at stage 2, -hole/leak on the remote control button cover. Pentax is currently investigating possible root cause(s) for this event.

Manufacturer narrative:
(B)(4). MDR 9610877-2016-00087 is being submitted for the additional patient involved in this event. (Exemption number e2015036).

Event description:
A follow up in-service was performed by pentax medical at the facility on (B)(6) 2016. Pentax medical followed up with the facility to acquire details on the facility's internal investigation, however, no information has been received to date. A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Based on the pentax inspectional findings, the bronchoscope required repair because of damage in the channel (resistance) which could affect reprocessing. Repairs were performed on the bronchoscope, which included replacement of the following components: o-rings and seals; bending rubber; distal end assy with tube; distal joint screw m1; insertion flexible tube w/segment; light guide cable; insertion/s-nipple attaching screw; suction connection tube; remote control button; friction lever assy. The bronchoscope was returned to the customer on (B)(6) 2016. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.